Event description:
The facility reported a colleague infusion pump that failed to alarm or alert as intended on channel c. The facility engineer sated that the device was tested in the workshop for 4 - 5 hours at 20 mls/hr with a 100 ml fill volume and it was okay. This problem was identified during pt use. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.